Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a health care provider (hcp) via the rep noted that no troubleshooting was performed as the patient lived remotely. The event began approximately (B)(6) 2018. The cause of the event was not determined. Information was sent to the patient's neurologist and patient was instructed to contact if the event worsened prior to their next neurologist appointment. The event was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient was experiencing intermittent buzzing sensation, like a vibration in the ins pocket. There were no recent falls, nor changes to therapy. This sensation was not causing an ill effect, but the patient found it to be unusual. No further complications were reported.